Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of drill bit ø3.2 caliber l145 3flute along with the area near the flute was broken at the distal end, and broken pieces/fragments were not returned. No other issues were identified. The embedded condition of the device inside patient body cannot be confirmed based on the images received. The dimensional inspection was performed, and it is within the specification limit. The observed condition drill bit ø3.2 caliber l145 3flute in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø3.2 caliber l145 3flute. While no definitive root cause could be determined, it is probable that the drill bit ø3.2 caliber l145 3flute was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 03.010.103, lot # 2l74839, manufacturing site: werk bettlach, release to warehouse date: 22 jan2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the humeral diaphyseal fracture. When the surgeon was drilling with the radiolucent drive, the nail interfered with the drill bit, so the surgeon performed the drilling with free hand. The surgeon was drilling by changing the direction while the drill bit for free hand interfered with the nail, the drill bit broke in a nail¿s hole. The fragment of the drill bit was left in the patient¿s body. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for complaint (B)(4).